Event description:
Reporter alleged, discrepant blood glucose values of 253, 209, & 97 mg/dl, when all tests were performed within 5 minutes on the advantage system. The location of the testing was not provided. As a result of the comparison, no actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.